Manufacturer narrative:
An investigation has ben initiated based on the reported information. Upon completion of the investigation, a flow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was worn and has movement. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield modified skull clamp was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis- the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The rollover lock did not achieve the correct torque closure. Consequently, repairs completed and unit tested and verified to meet manufacturer¿s specification. Root cause- complaint confirmed via inspection of the unit. The lock was not achieving the correct torque closure. Unit required preventive maintenance and replacement of worn parts as a result of routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified.

Event description:
N/a.